Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The cement box opened and the vial was broken in the package.

Manufacturer narrative:
Additional narrative: conclusion and justification status for MDR: the device associated with this report was not returned. On the provided photographs, it can be seen that ampoule packaging has become discoloured and deformed which is the result of the interaction between the liquid component and the ampoule packaging. It is hard to tell from the photographs the definite origin of the fracture, however, it looks to have occurred at the neck of the ampoule which is where breakage is supposed to take place upon opening the ampoule. During production, the glass ampoule is ¿scored¿ around the neck to weaken this area slightly in order to aid opening in theatre. Transit damage could have impacted on this area resulting in premature breaking. However, CAPA-(B)(4) was raised to implement a change in the blister tray process ¿ (B)(4) packaging in order to improve robustness and prevent ampoule damage, has now successfully been implemented, transit stresses should be minimal. An alternative scenario is that a hairline fracture could have occurred from the ¿bumping¿ of ampoules along the production line during the liquid filling process which has been amplified during transit, resulting in the ampoule liquid contents to leak and discolour the ampoule packaging. The number of complaints received for this failure mode will continue to be monitored and if an increase is observed then the new measures implemented will be reviewed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.